Event description:
It was reported that the error message "error in executing sql statement" was seen while trying to interrogate. A second interrogation showed a "failed to receive all bytes in sequence" message. The wand battery was changed, and the system was not plugged in to the wall. A new handheld was sent to the site. The handheld is expected to be returned for analysis; however, has not been received to date. An "error in executing sql statement" message was also reported for another handheld at the same office on the same date which was reported in MFR. Report # 1644487-2013-02496.

Event description:
The handheld, wand, and flashcard were received. Product analysis of wand: other than normal wear related observations, no external visual anomaly was identified with the serial data cable or case. Internal visual inspection of the printed circuit board assembly and associated components found that a portion of the battery cover latch was broken off and missing. The serial data cable, which produced communication errors, had intermittent conductors at the db9 connector location. A known good bench serial data cable was substituted and all communications errors cleared. Although a portion of the battery cover latch was broken and missing, this condition had no adverse impact on device performance. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications. Product analysis of handheld: visual inspection identified no anomalies. The handheld device was powered using a known good ac power supply with no anomalies. The back-up battery indicator read ¿very low¿ which is expected because the back-up battery will discharge if the unit is not supported by an external power source. The handheld¿s main battery was fully recharged successfully using the power supply adapter. The back-up battery indicator read ¿normal¿ indicating that the backup battery also was recharged successfully. The handheld was powered-on continuously using only the main battery for more than an hour. The handheld computer was powered-on continuously using only the main battery for more than an hour. For five successful times the following occurred: the generator was interrogated, then the output and magnet currents increased from 0ma to 0.5ma, then interrogated to verify the new settings, then a generator diagnostic test was performed during which the generator values were changed back to output currents of 0ma, and then the battery was interrogated to verify new settings. The main battery had a remaining charge of 74% at the conclusion of testing. An analysis was performed on the returned handheld and the reported allegation was verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis of software: an analysis was performed on the returned flashcard and a cause for the reported allegation of sql error was identified. The likely cause for the reported allegation is associated with a demo generator, and not the vns software. A review of the patient data identified an anomaly associated with the total on time of a 103 demo generator. This was also the last generator interrogated. A review of the device history records for the generator verified that it had not gone through final test. As a result, the generator memory had not been properly initialized, most likely causing the reported sql errors when interrogated. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.